Event description:
The customer reported the system displayed a generator error. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The log file was investigated. The customer refused repairs. Will notify ge if error recurs. No conclusion can be drawn.